Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer failure was due to a pyxibus communication error on drawer 3.2 main, likely caused by loose or unseated cables and obstructions (such as trash or misplaced items) inside the drawer or between full height (fh) cubies. A field service engineer reseated all cables at the back of drawer 3, cleaned out trash, and removed any obstructions between the fh cubies. The engineer released and reinserted all cubies, opened all lids for both drawers 3.2 and 3.1, and verified drawer functionality using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.